Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that a component of the power supply had failed, causing smoke to be emitted. The fse replaced the main power supply. After replacing the power supply, the fse verified that the voltages were correct, which they were. The cause of smoke being emitted from the advia centaur instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur instrument observed smoke emitting from the back of the instrument. The internal fire department was called to ventilate the laboratory. There were no injuries or illnesses sustained as a result of the smoke emitted from the instrument.